Event description:
Pt had dual chamber pacemaker implanted about 10 years ago. About 4 years ago, pt had a generator change. Pt presented to the ed with complaints of increasing fatigue, weakness and shortness of breath. Pt was found to be bradycardic with heart rate in 20's. EKG showed pt was in ventricularly paced rhythm with a rate of about 24 beats a minute. Pt was taken to surgery and the generator was changed. The leads were inspected and found to be satisfactory.